Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse was reported via phone call that, the customer had high blood glucose of the 400 mg/dl and current blood glucose was also same. Customer removed the current set and it was ok. Nurse stated that, the customer was on antibiotics due to urinary tract infection. Customer reported the following symptoms related to their high blood glucose were passing out shaking. The drive support cap appears normal. The customer also reported that, the insulin pump had low reservoir alarms. Customer advised to monitor the insulin pump. The device will not be returned for analysis.